Event description:
It was reported that customer experienced issues with touchscreen responsiveness, including pump screen taking longer than expected and requiring several taps to respond to input. There was no reported impact to the customer¿s blood glucose level. Customer outcome and any corrective actions were unknown because support was unable to follow up and only documented information from email.